Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure due to elective replacement indicator (eri), there was intermittent loss of capture with a junctional escape rhythm. The right ventricular (rv) lead was tested and all lead parameters were stable, so the lead was left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.